Manufacturer narrative:
Additional information indicates that the patient has not yet been seen in clinic for troubleshooting, but that she performed another latitude remote interrogation which showed normal range shock impedance measurements. Current records suggest that this rv lead remains in service at this time. This event will be updated if any additional information becomes available.

Event description:
Boston scientific received information that this chronic transvenous right ventricular (rv) defibrillation lead exhibited a shock impedance measurement of less than 20 ohms, triggering a latitude red alert. The boston scientific technical services department recommended bringing the patient in clinic for troubleshooting. No adverse patient effects have been reported as a result of this observation.

Manufacturer narrative:
Additional information has been provided that this is a device specific issue, not a lead issue.